Event description:
It was reported that the pump displayed a recurring ¿insulin set expired¿ alert referencing a past date that reappeared at random times, including overnight, and the alert did not appear in the device¿s alarm history; the customer documented screenshots of the repeating alerts and reported filling the cannula, while the medical device problem and component could not be determined based on available information. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and involved component could not be established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.